Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 0185, implantable tachy lead, (B)(6) 2012; 3830, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced a hematoma during implantable cardioverter defibrillator (ICD) implant resulting in a drop in hemoglobin levels and a red blood cell transfusion. The patient was a participant in the (B)(4). No further patient complications have been reported as a result of this event.